Manufacturer narrative:
The microsensor was not returned for evaluation (discarded); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported a microsensor was implanted during an emergency procedure on (B)(6) 2022. After the patient was sent back to ward, the nurse found that the microsensor was leaking minimal csf . The microsensor was replaced with a competitors sensor.